Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was necessary to remove the reverse shoulder prosthesis from the patient. An (B)(6) year old with mild-grade diabetes that presented infection with indication for removing the prosthesis. During the surgery, on (B)(6) 2021, the part of the humerus implant was removed without problems, followed by the removal of the glenoid implants. At this stage of the procedure, the following events were registered: contamination of the hexagonal screwdriver, dwd167 and replacement with another screwdriver of the same model suitable for fitting; with the spare screwdriver, the surgeon unsuccessfully attempted to remove the glenoid with normal force. Surgeon made another attempt, now with the greatest force, causing the tip of the screwdriver break inside the orifice of the glenosphere. The tip of the screwdriver remains inside the patient with the assembly of the glenosphere on the glenoid base plate. The doctor finished the procedure without removing the prosthesis. No, there was no delay.

Event description:
It was necessary to remove the reverse shoulder prosthesis from the patient. An 80-year-old with mild-grade diabetes that presented infection with indication for removing the prosthesis. During the surgery, on (B)(6) 2021, the part of the humerus implant was removed without problems, followed by the removal of the glenoid implants. At this stage of the procedure, the following events were registered: 1) contamination of the hexagonal screwdriver, dwd167 and replacement with another screwdriver of the same model suitable for fitting; 2) with the spare screwdriver, the surgeon unsuccessfully attempted to remove the glenoid with normal force. 3) surgeon made another attempt, now with the greatest force, causing the tip of the screwdriver break inside the orifice of the glenosphere. The tip of the screwdriver remains inside the patient with the assembly of the glenosphere on the glenoid base plate. The doctor finished the procedure without removing the prosthesis. No, there was no delay.

Manufacturer narrative:
Corrections to d6b - device was not explanted as of yet. H4 mfg date, h6 health impact code the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted.